Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID 55840014530 and 510k #k113174 was marketed in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of l5 vertebral body fracture. It was reported that there was revision surgery held due to fracture of the vertebral body. Laminectomy was the initial surgery performed. No medtronic products were used during initial surgery. Procedure performed during revision surgery was l2-iliac fusion. No delay in overall procedure time. The right screw on l4 deviated. Leg pain was the patient symptom as result of this event. For l4 screw deviation and leg pain issue reoperation was scheduled on november 26. During the revision surgery the pilot hole was corrected after the screw was removed, and the screw was re-placed again. Product used correctly according to the directions given in the IFU/labeling. There was no device breakage. No further complications were reported.